Manufacturer narrative:
Additional information received from the local field representative indicated that there was no plans for intervention. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,500 ohms. The shock lead impedance measurements were stable at 51 ohms. There was no evidence of noise or oversensing, even while performing isometrics. Boston scientific technical services (ts) discussed continuing to monitor the issue or replacing the pace/sense portion of the rv lead. No adverse patient effects were reported.